Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During use for cardiopulmonary bypass, near the end of the procedure, the user observed a leak between the cannula tube and its associated connector. Upon attempting to adjust the connection, the surgeon concluded that the connection between the connector and the cannula tube required replacement. The cannula connector was replaced with a 1/4" x 1/4" tubing connector. The cannula itself was not replaced. There was no adverse consequence to a patient as a result of this event.